Event description:
The pt reported that she inserted a new battery into the infusion device and an a2 (battery low) was displayed followed by another a2 alarm. The infusion device then went into stop mode. When the pt reviewed the alarm history of the infusion device e2 (depleted) was listed. She reported experiencing elevated blood glucose of 400 mg/dl beginning in 2009 which she was able to correct by injecting insulin via pen. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.